Event description:
Caller alleged discrepant inratio inr results in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014; inratio inr: 1.8, 1.2 and 2.x; laboratory inr: 2.4; therapeutic range: 2.5 - 3.0; (B)(6) 2014; 3.4, 2.3 and 2.8; na. The time between testing was less than one (1) hour. There was no reported adverse patient sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.